Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 30-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('terrible pain in the lower back region') in a (B)(6)-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "cut the spring that had been left outside" on (B)(6) 2013 and device deployment issue "inserted it incorrectly, leaving a large part of it outside my fallopian tube" on (B)(6) 2013. Concomitant products included oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced procedural haemorrhage ("when they pulled it I bled very profusely"). In 2014, the patient experienced menstruation irregular ("very irregular periods"). In 2015, the patient experienced hot flush ("hot flushes"). In 2016, the patient experienced premature menopause ("early menopause"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("excruciating pain in my hips"), osteitis ("trochanteritis"), rash ("rash") and hypersensitivity ("it seems I am allergic to some of the many components of essure"). The patient was treated with surgery (the essures were removed and with them my uterus, fallopian tubes and cervix). Essure was removed on (B)(6) 2019. At the time of the report, the back pain was resolving and the procedural haemorrhage, menstruation irregular, hot flush, premature menopause, arthralgia, osteitis, rash and hypersensitivity outcome was unknown. The reporter provided no causality assessment for arthralgia, back pain, hot flush, hypersensitivity, menstruation irregular, osteitis, premature menopause, procedural haemorrhage and rash with essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: results not provided. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. The most recent information was received on 05-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('terrible pain in the lower back region') in a 33-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "inserted it incorrectly, leaving a large part of it outside my fallopian tube" on (B)(6) 2013 and wrong technique in device usage process "cut the spring that had been left outside" on (B)(6) 2013. Concomitant products included oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced procedural haemorrhage ("when they pulled it I bled very profusely"). In 2014, the patient experienced menstruation irregular ("very irregular periods"). In 2015, the patient experienced hot flush ("hot flushes"). In 2016, the patient experienced premature menopause ("early menopause"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), device allergy ("it seems I am allergic to some of the many components of essure"), rash ("rash"), arthralgia ("excruciating pain in my hips") and osteitis ("trochanteritis"). The patient was treated with surgery (the essures were removed and with them my uterus, fallopian tubes and cervix). Essure was removed on (B)(6) 2019. At the time of the report, the back pain was resolving and the device allergy, rash, menstruation irregular, procedural haemorrhage, premature menopause, hot flush, arthralgia and osteitis outcome was unknown. The reporter provided no causality assessment for arthralgia, back pain, device allergy, hot flush, menstruation irregular, osteitis, premature menopause, procedural haemorrhage and rash with essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: results not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. The most recent information was received on 29-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('terrible pain in the lower back region') in a 33-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "inserted it incorrectly, leaving a large part of it outside my fallopian tube" on (B)(6) 2013 and wrong technique in device usage process "cut the spring that had been left outside" on (B)(6) 2013. Concomitant products included oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced procedural haemorrhage ("when they pulled it I bled very profusely"). In 2014, the patient experienced menstruation irregular ("very irregular periods"). In 2015, the patient experienced hot flush ("hot flushes"). In 2016, the patient experienced premature menopause ("early menopause"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), device allergy ("it seems I am allergic to some of the many components of essure"), rash ("rash"), arthralgia ("excruciating pain in my hips") and osteitis ("trochanteritis"). The patient was treated with surgery (the essures were removed and with them my uterus, fallopian tubes and cervix). Essure was removed on (B)(6) 2019. At the time of the report, the back pain was resolving and the device allergy, rash, menstruation irregular, procedural haemorrhage, premature menopause, hot flush, arthralgia and osteitis outcome was unknown. The reporter provided no causality assessment for arthralgia, back pain, device allergy, hot flush, menstruation irregular, osteitis, premature menopause, procedural haemorrhage and rash with essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: results not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-mar-2021: no new information received, update to imdrf/FDA codes only. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.